Event description:
It was reported that during a da vinci-assisted umbilical hernia etep surgical procedure, the surgeon could not control arm 1 from the surgeon side console (ssc1). The technical service engineer (tse) reviewed the logs and found an error 75 which revealed that the touchpad was not responsive. The tse stated that this error could be the cause of not being able to take control of arm1 during give/take. All arms responded to the second surgeon side console (ssc). The procedure was completed with no reported injury by using the second ssc. Intuitive surgical, inc. (Isi) field service engineer (fse) called the technical support to further troubleshoot multiple system related issues. The tse initially suspected that the issue was related to the dirty fiber connections. After checking the connections and cleaning the fiber connections, it was discovered that there was an 802 error in the patient side cart (psc) that is related to the psc battery. The fse verified all connections in the psc. The tse explained that the issue could be related to the auxiliary power board (apb), battery or generic power distributor (gpd). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-march-2022: the issue occurred during the procedure. The surgeon switched to the second console to complete the procedure and there was no patient impact or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the psc battery and auxiliary power board (apb). The system was then tested and verified as ready for use. Isi received the psc battery involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. In-house failure analysis found that there was no related error in the system logs. The psc battery was installed into the printed circuit assembly (pca) system and it was failed at the start up with an error 824 displayed on the screen due to low battery. This unit was failed on the test fixture. The root cause was attributed to a component failure. Isi received the apb involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm nor replicate the customer reported complaint with this component. The apb was installed onto a pca test system, where it ran 10x power cycle and sat idle for one hour. The fa performed arm motion test with no issue noted. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 307 pointing to the vsl. An event verification confirmed the procedure was performed on the reported event date. Additional log review confirmed the procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer was not able to control arm 1 on ssc 1 and switched to the second ssc after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate abortion/conversion.